Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to low blood glucose. Customer passed out at work. The blood glucose reading at the time of the event was 32 mg/dl. The paramedics treated with IV. Nothing further reported.